Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient¿s device was not working, and they could not communicate with the implantable neurostimulator (ins) to put it into MRI mode. Additional information was received from the patient on february 27, 2020. It was reported that the ins went dead, which was why communication was unsuccessful when trying to put it into MRI mode. The ins was replaced as a result, which resolved the inability to communicate with the ins. No further complications were reported or anticipated.